Manufacturer narrative:
A component of the system, an uninterrupted power supply (ups), was returned for evaluation. The evaluation found the power supply was unresponsive. The MDR is being filed in an abundance of caution due to the risks associated with multiple exposures to anesthesia. A replacement ups was installed and the site has successfully completed cases.

Event description:
Site reported the superdimension inreach system powered down completely and was unable to be powered up again. The superdimension portion of the case was cancelled and the pt did not experience any complications.